Manufacturer narrative:
A visual assessment of the returned system screwdriver showed an instrument with repeated use, as identified by surface scratches, worn laser markings, and worn tin coating. The distal hex tip of the screwdriver was fractured as reported, and the retention spring intended for screw engagement was present and worn. A functionality assessment was not performed due to the damaged condition of the returned complaint instrument, which was removed from distributable inventory. A DHR review was performed for instrument complaint lot and there were no manufacturing anomalies identified. The lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since (B)(6)2012. It may be possible to fracture the distal tip of a system screwdriver when placing a system screw if abnormal force or excessive torque was applied to the system screwdriver. Abnormal force could be applied to the system screwdriver if it were rotated while at an angle or not fully seated in the head of a system screw. It may be possible to apply excessive torque to the system screwdriver if it was rotated beyond what is required to allow the implant spring resilient locking arm to retain the screw head. There have not been any other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor this instrument for complaints from the field.

Event description:
The manufacturer was made aware of an instrument malfunction on (B)(6)2022. It was reported that the distal tip of a system screwdriver fractured while being rotated during an acdf procedure. The surgical procedure was successfully completed with an available alternate instrument. There were no known patient complications or delay in treatment associated with this event. A return authorization was provided for return of the complaint instrument, which was received at the manufacturer for assessment on (B)(6)2022.